Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-02790. It was reported to boston scientific corporation that a jagwire guidewire was used with an ultratome xl sphincterotome during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the jagwire guidewire crossed through the ultratome guidewire port and was inserted into the common bile duct. When the nurse pulled the cut wire, it would not form an arch as required. It was reported that the guidewire body was peeled and 5 cm of the tip was kinked. The procedure was completed with another jagwire and ultratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).